Manufacturer narrative:
On 02/29/2016 11:47 am (gmt-5:00) added by (B)(6): (B)(4). A maquet field service technician was on site, investigated the unit and performed functional tests without any malfunction. The reported issue was not reproducible during service. All testing was successfully executed. Therefore the complaint could not be confirmed.

Event description:
On 02/29/2016 11:34 am (gmt-5:00) added by (B)(6): "high pressure alarm rang for 15 min and corrected itself after." The unit showed also the error message "water flow low". This issue occured before use on a patient. (B)(4) this is a duplicate of mfg report # 8010762-2015-00809. This medwatch is being generated per FDA correspondence received feb 26, 2015 that requires supplemental/followup medwatches be filed electronically.